Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and using automated test equipment and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and no battery anomalies that could lead to internal loading were detected. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the ICD was explanted and replaced due to premature eri.